Event description:
MFR received a report from a facility that a pt received third degree burns to legs when the "control panel allegedly caught fire". The pt had the power hand control lying between legs, when the pt apparently spilled a soda into lap. Product is approx 13 years old and is of a type no longer being manufactured.